Manufacturer narrative:
Additional information was received from reporter stating that the event occurred before the procedure. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event. This report was made based upon information which smith & nephew had not been able to investigate or verify prior to the required reporting date.

Event description:
It was reported that before case the device was not holding position, no further information available. No patient involved.